Manufacturer narrative:
Covidien reference number; (B)(4). The customer reported to have cleaned the touch screen printed circuit board. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was unresponsive. There was no patient connected to the device.